Event description:
Info rec'd indicated the foot extension section runs without articulating any buttons.

Manufacturer narrative:
The hill-rom tech replaced an worn user control module to resolve the issue.